Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient orders and medication were not crossing over at emergency department devices.a technical support specialist restarted the services to resolve the issue.the system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system patient orders and medication were not crossing over at emergency department devices. No other information was released regarding this event. There were no adverse events or injuries reported based on this incident.